Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -9.00/1.0/099 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od). The surgeon reports lens rotation and refractive surprise. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).